Event description:
It was reported that the patient presented in-clinic for a follow up. It was noted that the right atrial (ra) lead exhibited noise leading to oversensing. No intervention was performed. The patient was stable.